Event description:
Report received of a nondelivery. An unspecified channel of the pump received was reportedly programmed to deliver 250ml of nonepinephrine at a rate of 6mcg/minute. No further programming parameters were provided. After an unspecified length of time, the pump alarmed for low fluid. Upon nursing assessment, it was reportedly noted that the container was full and no fluid delivered. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. Though requested, no additional information was provided.